Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken fiber, dents on the distal edge, bent and dented outer tube, loose light guide adapter, misaligned image, and failure of light transmission. Based on the results of the investigation, the cause of the reported malfunction, failed leak test could not be determined, and the cause of the additional malfunctions broken fiber, dents on the distal edge, bent and dented outer tube, loose light guide adapter, misaligned image, and failure of light transmission was traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had failed leak test. The issue was found during set up / inspection for use. There were no reports of patient involvement.